Event description:
Pt was having a polypectomy and a mantis clip was used to close area of polypectomy. The clip was deployed however it did not dislodge from spring tube. All of the clip was removed from the patient and there was no injury or trauma to patient. Everything was removed from the patient and all parts were sent to boston scientific.